Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer performed a supply change and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support educated the customer on insulin labeling. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.